Event description:
The customer called technical support (ts) reporting that the device has a cracked display. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. There was no medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the unit may have an original hydis lcd and the entire ui display can be replaced to correct the issue. The rse provided part number and price for rp-ui assy, 2nd gen, non-eng, v60.

Manufacturer narrative:
The customer replaced the user interface assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.